Manufacturer narrative:
Investigation: visual inspection revealed that the delivery tube was returned separate from the loading device. The seal and the tension spring assembly were inside the body of the loading device. The green slide lock and the white plunger were partially depressed on the delivery device. There was slight evidence of blood on the device. Based upon the received condition of the device, the reported complaint "seal would not fully load into the delivery tube" was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, a heartstring iii seal would not fully loaded into the delivery tube. A replacement unit was used. The hospital did not report any pt effects. The product was returned.